Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an atrial lead would not adhere to the heart during the lead implantation surgery. Helix was confirmed to be working properly by the physician, but a different lead was still needed to complete the surgery. Patient had no symptoms and was stable after the event.